Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of aspirin. After heparin has been given and prior to sentinel device insertion, the activated clotting time (act) was 143 sec. An introducer was placed into right radial artery and sentinel cerebral protection system was deployed with the proximal filter into brachiocephalic artery and distal filter into left common carotid artery. A lotus introducer sheath was placed and then the native aortic valve was treated with direct deployment of a 27mm lotus edge valve. There was correct positioning of a single prosthetic valve in the correct anatomical location. The sentinel cerebral protection system was successfully retrieved without any complications. On the same day of index procedure, the subject was diagnosed with left bundle branch block. Metoprolol was held and the plan was to keep holding beta blocker, even at discharge. Two (2) day later, the subject was discharged home on aspirin.